Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent guidewire was confirmed and the cause appeared to be use related. The product returned for evaluation was one straight guidewire. The sample was received in its plastic hoop. Usage residues were observed throughout the distal region of the wire. Several kinks were observed within the distal region. The weld tip was intact. Microscopic inspection of the distal region of the wire confirmed the presence of biological residues. Several instances of misaligned coils were observed. The observed guidewire deformation was consistent with damage caused by attempted advancement against resistance. The biological residue suggested that damage occurred during attempted device use. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the physician found the guidewire was bent when removing the straightener before use to the patient. It was further reported that although the physician attempted to insert the guidewire into the patient's body, s/he unable to insert it due to its bending. There was no reported patient injury. On (B)(6) 2019 returned sample is kinked.